Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring, due to the customer filling the cartridge when the cartridge was already loaded onto the pump. Tandem technical support educated the customer that filling the cartridge when loaded onto the pump is off label per the user guide. The customers blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The bg was addressed by a correction bolus via the pump and a correction injection via manual insulin therapy.